Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (2x) by phone and (1x) by email to obtain employee information, treatment settings, and photographs. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No treatment settings or employee information was provided by the user facility; therefore, a clinical review of treatment settings cannot be performed. Based on the information provided by the user facility a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR if and when additional information becomes available.

Event description:
A user facility reported that one (1) employee sustained a burn of unknown severity to the arm area following hair removal treatment with a lumenis lightsheer duet laser, hs handpiece. No report of medical intervention to preclude permanent impairment was received other than the initial report.

Manufacturer narrative:
Lumenis received additional information on (8/1/2017) from the user facility stating that only (1) employee was involved in this case (and not two as reported initially). Therefore, lumenis is correcting to indicate there was no malfunction nor an adverse event based on user facility confirmation there was no a second employee effected. The adverse event concerning an injury with (1) one employee (device operator) is filed on MDR 3004135191-2017-00101.

Event description:
A user facility originally reported on (7/7/2017) that two (2) employees sustained burn marks to the arm area respectively following hair removal treatment with a lumenis lightsheer duet laser, hs handpiece.